Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The pump was explanted, it operated as intended. The account indicated that heartmate 3 lvas will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent transplant due to unsustained ventricular tachycardia arrhythmia. It was noted that the patient had an implantable cardioverter-defibrillator implanted prior to ventricular assist device (vad). Adenosine triphosphate (atp) was administered for treatment. There were no symptoms of arrhythmia.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.